Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage from the tubing event on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.